Event description:
The new ultraflex catheters for use with insulin pumps have recently been under a different MFR. Accuchek has taken over the former disetronic. The new catheters have a weakness where the plastic catheter fits into the luer fitting. The transition is very abrupt, and after repeated flexing with normal usage, the connection can either break off entirely or just crack open on one side. This has now happened on 3 separate occasions, with the most recent one being a partial break, so that it was not immediately noticed. This led to dangerously high blood glucose levels. Accuchek has not responded to these concerns.